Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the prime test due to moisture damage on the force sensor resistor. Corrosion was also found on the motor home switch. The device was received with a broken reservoir tube lip, cracked reservoir tube and window, scratched display window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump made a grinding noise and then alarmed compromised force sensor system during prime. She confirmed that the insulin pump was not bumped or dropped and the drive support cap appeared normal. Blood glucose value was 154 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.